Event description:
Pt has been receiving dialysis at another facility. On 3/11/97, pt came into this hosp for replacement of non-functioning catheter, reported to have a hole on the tip of the catheter. Pt to surgery 3/11/97 to have new catheter placed.